Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During visual inspection and operation check, no abnormalities were found. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the image on the monitor of the visera elite ii video system center flashed repeatedly. Subsequently, all related devices were turned off and restarted and the reported issue was resolved. The intended procedure was completed with the same device. There was no harm or user injury reported due to the event. Patient identifier (B)(6) captures the event on endoeye flex deflectable videoscope used with the subject device in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. However, there is a possibility that the cause was a contact failure in the scope (including the tip side and the connection between the video connector board and the imaging cable). Olympus will continue to monitor field performance for this device.